Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.2 other serious was entered incorrectly on the initial manufacturer device report number 1220648-2024-20516 and the correct selections were selected on this report. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-20516 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-20516 was submitted. G.3 new information was received that the date should be 20-aug-2024 and not 07-aug-2024 as reported on the initial manufacturer device report number 1220648-2024-20516. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-20516 and were added.

Event description:
Us complainant reported the patient was on impella cp support due to anterior st elevated myocardial infarction (stemi). While on support, heparin was paused due to blood in orogastric (og) tube. No anticoagulation was given due to sub-arachnoid bleed. Additionally, it was noted that the device was in the wrong position. Care was withdrawn due to poor prognosis. Patient expired. Medical safety has reviewed the event and has stated that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. As this clinical information was not provided, the true root cause of the stroke / cerebrovascular accident could not be determined. The root cause of the positioning issues cannot be determined due to insufficient information provided. Due to limited clinical details, the root cause of the vascular damage - peripheral vessels could not be determined.